Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer and a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient felt pain or a pulling sensation in the mid-back during a head scan MRI. The rep stated that they were contacted by the MRI facility to walk the patient through putting the device in MRI mode, which was done successfully. The patient contacted the rep after the scan to report the pulling/pain. The rep called back and asked that tech services reach out to the MRI facility to discuss potential issues the patient was having during the MRI. The caller stated that the patient was experiencing tingling in the leg, chest pains in the front below their bra strap, severe back pain, fullness and tightness in the back below the bra strap. The caller stated they were 2 minutes into the scan. Tech services reviewed warming of magnetic field interaction in guidelines and reviewed concern of heating the leads if guidelines aren' t followed. The MRI facility stated they were certain they followed the appropriate guidelines and inquired what the patient should do now as they aren't scanning the patient again. Tech services reviewed speaking with the healthcare provider (hcp) to discuss options at this point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that she was experiencing an increase in pain since attempting to have an MRI. The patient stated x-rays were done on (B)(6) 2017 and everything looked normal for the stimulator and she just needed to figure out why there was an increase in pain from the waist to shoulders. The patient noted she did not like living on hydrocodone and muscle relaxers. The issue was not resolved at the time of the report.